Event description:
It was reported the patient experienced wound dehiscence at the ipg site. The physician suspected the infection and surgical intervention was taken on (B)(6) 2015 where the wound was opened. However, the infection was not observed. During the surgery the physician cleaned the wound, took a culture of the site, placed the ipg back in the ipg pocket and sutured the wound. As of (B)(6) 2015 follow-up, no infection was detected and the wound is healing as expected.

Event description:
Further follow up identified the wound has healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.